Event description:
Customer reported that she received a bolus stopped alarm after a battery change. The alarm was cleared and then the insulin pump alarmed failed battery test. Customer declined to troubleshoot and stated she will try a new battery. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. O conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.